Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was successfully implanted in 2023. The patient was discharged. In (B)(6) 2025, the patient was scheduled for an atrial fibrillation ablation. After intubation, a transesophageal echocardiogram (tee) showed a thrombus on the closure device, and the procedure was therefore canceled. There were no patient complications.

Manufacturer narrative:
D6a implant date: estimated as (B)(6) 2023 as implant date was noted as 2023.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was successfully implanted in 2023. The patient was discharged. In (B)(6) 2025, the patient was scheduled for an atrial fibrillation ablation. After intubation, a transesophageal echocardiogram (tee) showed a thrombus on the closure device, and the procedure was therefore canceled. There were no patient complications. It was further reported that the patient was on xarelto before closure device implantation and following closure device implantation the patient was on aspirin only. Anticoagulation therapy was initiated as a treatment after the thrombus was discovered.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code updated from f26 no health consequences or impact to f2303 medication required.